Manufacturer narrative:
(B)(4). Batch #unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When you say "the jaws didn't open," does this mean the device jammed (would not fire)? Or was the device stuck on tissue? If yes, was the surgeon able to open the device? If surgeon was unable to open device, how was the device removed from tissue? What is meant by clips were not fixed properly? Were clips malformed? Or did clips fall off after applied to vessel?

Event description:
It was reported that the jaws didn¿t open and the clips were not fixed properly. It was replaced. No patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was retrieved: when you say "the jaws didn't open," does this mean the devices jammed (would not fire)? Jaws were stuck in closed position or were the devices stuck on tissue? Jaws were stuck in closed position. If the devices were stuck on tissue, was surgeon able to open the devices? Yes at the end. If surgeon was unable to open devices, how were devices removed from tissue? Forcing the stapler. What is meant by clips were not fixed properly? Not properly placed. Were clips malformed? Yes. Or did clips fall off after applied to vessel? No.